Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and capsular contracture baker grade unknown.

Event description:
Pharmacist reported a rupture of the left device discovered via ultrasound. Also reported "excision of scar and of capsular contracture of the left breast", "conclusion: fibrosis, chronic and resorptive scar type inflammation in the context of scar recovery and capsular contracture ". The device has been removed and capsulectomy.